Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, 1 year and 4 months post implant of a 29mm sapien 3 (s3) valve in aortic position, a valve-in-valve procedure was performed due to moderate/severe paravalvular leak (pvl). A 29mm sapien 3 valve was successfully implanted resulting in mild pvl. Per medical records provided, the patient originally had 29mm s3 tavr implanted successfully on (B)(6) 2020, in the aortic position with mild pvl. Over approximately 1 year and 4 months after the initial tavr implantation, the pvl had worsened to become severe. The operators initially tried to place a pvl plug to fix the severe pvl but were unsuccessful, so they then did a balloon aortic valvuloplasty (bav) using a commander delivery system that helped reduce the pvl from severe to moderate. They decide that a second prosthetic valve was needed. The patient had a valve-in-valve (29mm s3 in a 29mm thv valve) implanted successfully in the aortic position via transfemoral approach on (B)(6) 2022. This implant was a success with mild pvl. The patient was discharged on pod 6.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for paravalvular leak was unable to be confirmed due to unavailability of procedural imagery/ returned device. A review of the device history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "1 year and 4 months post implant of a 29mm sapien 3 valve in aortic position, a valve-in-valve procedure was performed due to moderate/severe pvl. A 29mm sapien 3 valve was successfully implanted resulting in mild pvl". Additionally, per the event details, patient had mild pvl post-implantation of thv into native annulus on (B)(6) 2020. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl, as reported in this case, is not well understood but may be related to cardiac remodeling. Due to insufficient information provided, the root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.